Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant products: 5554 implantable pacing lead 2010 (B)(6).

Event description:
It was reported that both the ventricular and atrial lead thresholds were high and unstable. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.